Event description:
Related manufacturer reference number: 2017865-2024-01446 it was reported that episodes of noise were observed on the right ventricular (rv) and right atrial (ra) leads. The rv and ra leads were both explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection found the outer insulation throughout entire lead body.